Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, some led segments illuminated incorrectly. Contamination was found on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display has missing segments making measurements unreadable. No known impact or consequence to patient.